Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture but could not advance the wire after the versacross connect and was were inserted into the patient. Transesophageal echocardiogram (tee) imaging showed that there was a perforation of the aorta. A small shunt from the aorta non coronary cusp to the left atrium was noted. A hematoma formed as a result, however, this resolved on its own. The procedure was then continued and successfully completed with a closure device implanted in the laa of the patient. The patient was kept overnight, and more imaging was performed the next day. The shunt was still present, but the patient did not experience any other complications or consequences. The patient will be monitored for 48 hours and then be discharged from the hospital.